Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient was in a lot of pain and started feeling it the morning of report off and on. The patient had a lot of pain they had not had the day prior to report. It was noted, the patient needed a triple fusion to replace their double fusion because, it was starting to degenerate. The patient did have a disk degeneration disease. The physician had done a scan on the patient¿s hip to see why it was hurting and noted the battery had moved and was pushing up against the rod. The patient was ¿temporarily¿ missing their charger and was in need of a loaner. The patient had checked their battery level and it showed 1/8 battery power. The following day it was reported, the patient would need a stimulator replacement. It was also noted, they found their recharger. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.